Manufacturer narrative:
Continuation of d10: product ID 8731sc : product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving sufentanil with concentration 10.0 mcg/ml at a dose rate of 10.510 mcg/day via an implantable pump. It was reported that an issue regarding catheter control occurred. The patient needs regular pump replacement and has symptoms of loss of therapy regarding increased pain. The patient is a long-term patient who changed hospitals in 2017. The patient underwent a catheter revision every second year (2017, 2019, 2020 and latest 2024). A head nurse from an outpatient clinic informed that the catheter was always implanted on the. Before the patient changed hospitals, they were also undergoing revisions in the other hospital. Before pump replacement, they performed an x-ray with contrast. The healthcare provider aspirated the pump and catheter. The aspiration worked properly and liquor (cerebrospinal fluid) came out, but the exact amount of liquor was unknown. However, after aspiration they injected contrast via the catheter access port but no contrast was visible at the tip of the catheter nor along the catheter and also not at the connector port from the pump to catheter. The date of the event was 2024-may-21. No further actions or interventions were taken yet. The issue was not resolved as of (B)(6) 2024. The healthcare provider was discussing about another revision to put the catheter on another position than th8. The date of catheter implant was unknown. The patient's medical history and weight at the time of the event was unknown or would not be made available.

Event description:
Additional information was received from a company representative (rep). It was reported that the catheter serial number was unknown. It was unknown if the 2017, 2019, and 2020 catheter revisions were regarding the same / ongoing issue regarding the same catheter as the hcp did not tell the rep in detail because the revision surgeries were in different hospitals. The need for the first catheter revision in 2017 was unknown. The cause of catheter control issue / no contrast seen when the the catheter was injected via the cap / increased pain was unknown. It was unknown if there were any specific action(s) taken to resolve the catheter control issue / no contrast seen when the the catheter was injected via the cap / increased pain. It was unknown if there was a catheter revision in 2024. It was unknown if the issue resolved. The catheter remained implanted. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.